Manufacturer narrative:
Upon investigation of the incident, it was determined that the cubie was locked and showed no medication was left. The technical support specialist (tss) informed the customer to connect with the pharmacy to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the cubie locked when attempting to issue oxycodone 5mg, and the system indicated that there was none left. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.